Manufacturer narrative:
This is default text configured for block h10

Event description:
The medication is not coming out from the device [product delivery mechanism issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in 45-years-old male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was 45 years. On 19-may-2026, amneal pharmaceuticals received information from the patient and pharmacist via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch no: ai25018, expiration date: 31-oct-2027, and serial number: (B)(6)) (frequency, dose and strength not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received a sealed medication from the pharmacy and from the same day he started using the medication and on (B)(6) 2026 while using he observed that the medication is not coming out from the device. Confirmed that the reading on dose counter as 52. Patient followed all the priming instructions as per the package insert and requested for the replacement. Additional information was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. This case is considered as serious. The reportability of this case was expedited (malfunction report).